Event description:
A malfunction alarm, indicated by malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Technical support provided pump reset information and assisted the caller in resetting the pump and customer was able to resume insulin therapy.